Manufacturer narrative:
(B)(4). Only event year is known: 2018. Batch # unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the stapler reload partially fired. The proximal staples fired but the distal staples didn't fire. It was not reported how the procedure was completed or if there was any consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p58w5e. Investigation summary: the analysis results found that the ats45 device was received with the firing trigger broken and with a tr45w reload loaded in the device. The returned reload was partially fired 1/2. The reload had the cartridge lockout spring damaged. No functional test could be performed due to the condition of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.